Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a comparative method. Reporter stated device read "hi" and a back to back test measured 560 mg/dl. Reporter indicated taking 1/2 of an oral glucose medication and emergency medical technicians (emts) were called within 2 minutes to measure a result of 98 mg/dl. Reporter stated taking diabetic medications 5 hours prior to the alleged incident and it was not reported whether emts administered treatment. It was reported controls were used and level one were within range however level two information was not provided. A request was made for the return of the suspect device and replacement product was sent.